Event description:
It was reported that pump displayed malfunction alarm. There was no reported impact to the customer¿s blood glucose level because no blood glucose information was provided. No additional information was received regarding any actions taken by customer or technical support, and device was not returned for evaluation.